Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-sep-2022 to 04- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. A field service engineer found that the issue was due to damaged solenoid and retractor band. Replaced the drawer with drawer board, sensor, solenoid, and the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system unexpectedly auto powered down with burning smell and shutdown. The user tried to recover with no success. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly auto powered down with burning smell. During device inspection, a field service engineer found solenoid was little brown with no signs of fire or spark. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the burning smell was due to solenoid failure. A field service engineer replaced the solenoid, retractor band, drawer board and sensor to resolve. The system was functioned as intended.